Event description:
End-user called medtronic minimed, and stated that there has been an incident with ketoacidosis. On 9/19/02 maersk medical rec'd the complaint. No samples were returned for analysis.